Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation at the inflation test. No pt complications were reported.

Manufacturer narrative:
The catheter was returned and evaluated. Examination revealed that balloon lumen leakage was observed through a slit, 0.13 inches in length, at the 12 cm area (distal of thermal filament). No visible damage observed to the balloon latex.